Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump restarts after every battery change. It was reported that time and date would need to be reprogrammed. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no unexpected reset and restart after battery change noted. The insulin pump passed displacement test, a21 test and self test. No unexpected a17 or a21 error alarm noted. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.